Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no indication that the complaint was related to a service of the device within the view period. No delivery failure modes were found in the event history log (ehl) review. The customer reported issue could not be confirmed as the device accuracy was within the required specifications. No further actions were taken.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was noted that there was a flow rate discrepancy: the planned amount was 7.7 ml, but the actual measurement was 6.2 ml. The event occurred while patient use at the facility. There was no patient harm/adverse event reported.